Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head was able to interrogate; however, moving the cable influenced the signal strength indicated with positioning leds (light emitting diodes). The rf head was found out of specification on uplink and electromagnetic field immunity functional tests. Rf head cable insulation found damaged. (B)(4).